Event description:
Patient was implanted with 3.5mm lcp proximal tibia plate and screw construct on (B)(6) 2012 for a proximal tibia fracture. Patient was returned to the or on (B)(6) 2013 for revision surgery due to a non-union. Reportedly the patient complained of pain due to the non-union and not because of any breakage of the devices. The surgeon removed all hardware and the patient was revised to a new plate and screw construct. This is 2 of 9 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.